Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump display was blank. Customer cannot recall blood glucose at the time of incident. Troubleshoot was performed. Customer was in the swimming pool, the insulin pump display went blank after moisture exposure. Customer stated there was no crack on the insulin pump. Customer also reported the insulin pump vibrated and made beeping sound after swimming. Customer will call back after inserting new battery. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with blank display, constant tone and vibration due to moisture damaged on electronic assembly. Unable to perform functional testings due to blank display. The insulin pump was received with cracked battery tube threads, cracked select button keypad overlay and minor scratched lcd window.